Manufacturer narrative:
Additional information was received that the reason for ipg replacement was due to ipg that would not charge. No device malfunction was suspected.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively.